Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for this complaint device could not be reviewed.

Event description:
It was reported that during a nexlink removal case a screw broke in the bone. A 19mm of the screw was left in the pt. The pt was well fused and the removal surgery was because of post-operative pain.